Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up, imaging revealed grade 2 hypoattenuation thickening (hat) on the closure device. There were no corrective actions or diagnostic tests associated with the finding.

Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up, imaging revealed grade 2 hypoattenuation thickening (hat) on the closure device. There were no corrective actions or diagnostic tests associated with the finding.

Manufacturer narrative:
B3: event date corrected after good faith effort revealed the date had been previously reported incorrectly.

Manufacturer narrative:
B5: information added h6 patient code updated from thrombosis/thrombus to no clinical signs symptoms or conditions.

Event description:
Reported via clinical study it was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up, imaging revealed grade 2 hypoattenuation thickening (hat) on the closure device. There were no corrective actions or diagnostic tests associated with the finding. It was further clarified that the event has been downgraded to grade 1 hat. This event was further reviewed and was determined to have been reported as a reportable event in error; therefore, this reported event is withdrawn.